Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric shaped, 29mm in length, de-novo target lesion was located in the mildly tortuous and calcified, 2.2mm in diameter left circumflex. The lesion was pre-dilated with a 2.0 x15mm balloon catheter. This 20x2.25mm taxus liberte stent delivery system was advanced; however, the stent could not cross the lesion. It was further reported that the physician found that the proximal portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric shaped, 29mm in length, de-novo target lesion was located in the mildly tortuous and calcified, 2.2mm in diameter left circumflex. The lesion was pre-dilated with a 2.0 x15mm balloon catheter. This 20x2.25mm taxus liberte stent delivery system was advanced; however, the stent could not cross the lesion. It was further reported that the physician found that the proximal portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. One strut on the 2nd row from the proximal end was raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present towards the proximal end of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).